Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 was not being detected on the bus. A technical support specialist arrived on site and reported to the security checkpoint. After clearing the checkpoint, the fse proceeded to the pharmacy. The fse and the escort went to the unit with the reported drawer failure. The fse removed the half-cubage drawer from the main station chassis and inspected the rear components of the drawer. The fse reset all cable connections and then reinstalled the drawer in the main station chassis. The station was restarted after reconnecting the pyxis bus cable, but the fse was unable to connect via phone or laptop on the customer¿s guest wi-fi to obtain the admin password. Once the application finished launching, the fse had the customer log in and test the system. The system functioned as intended after the technical support specialist completed troubleshooting the device.